Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of a returned device, visual inspection, dimensional measurement or functional testing was unable to be performed. Therefore, a potential manufacturing non-conformance was unable to be determined. During the manufacturing process, the entire delivery system (including the crimp balloon) is visually inspected and tested. The balloons are 100% inspected for any defects. Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification.  These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for balloon leakage. The occurrence rate exceeded the june 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was unable to be confirmed due to the device and applicable imagery not being available for return. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint.  No IFU/training deficiencies were identified. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the complaint event. Since there was no reported leakage or de-airing difficulty during device prep, it is unlikely an out-of-box issue contributed to the reported event. It is possible that the patient may have had a degree of vessel calcification as well as tortuosity. Calcification can interact with balloon affecting the balloon integrity and making it more susceptible to damage. However, a definitive root cause could not be determined at this time based on available information. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment escalation and a corrective/prevention actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve in the aortic position, after valve positioning in the annulus, the balloon was torn and the valve could not be inflated. The valve was not implanted and the devices were removed. No patient injury was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).